Event description:
The customer returned the evis exera ii colonovideoscope, for the annual inspection without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube and air/water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device evaluation found the following: air/water cylinder has discoloration; suction cylinder has discoloration; air/water cylinder has foreign objects; scope cover has a scratch; due to dirt on light guide lens, illumination is uneven; air/water tube has foreign objects; light guide bundle has breakage; and distal end cover has a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.